Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 400-500 mg/dl with no reported associated symptoms. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the issue was associated with air bubbles in the insulin cartridge. Troubleshooting performed by animas customer support revealed the patient was filling the cartridge with insulin that was not at room temperature per the instructions for use. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue. No product malfunction was identified.

Manufacturer narrative:
On further review of the complaint, it has been determined that the use of insulin that is not at room temperature when filling the insulin cartridge is a matter of diabetes management, not a training/misuse issue. In this instance this complaint is not reportable to regulatory authorities. Please disregard the medwatch initial report submitted and accept this medwatch supplemental report as a correction to close the complaint.